Manufacturer narrative:
Product event summary: the full lead was returned, analysis was performed and no anomalies were found. It was noted the distal lv (low voltage) electrode of the lead was covered in blood, with dried blood on the helix and within the sleevehead. The analyst commented dried tissue/body fluid in the sleevehead prevents the helix from extending and retracting and this is not a lead failure. All electrical testing was within specified parameters.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited an r-wave value that was "not good" and the rv lead was removed from the patient to determine whether or not there was tissue on the lead. The rv lead was then re-implanted and repositioned, however, a high sensing value was observed. In addition, extension of the lead helix was attempted but the helix did not extend. After several attempts to extend the helix with no extension observed, the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.